Manufacturer narrative:
The instrument was returned and evaluated. Engineering observed that the main tube insulation appears to have scratches and gouge marks with material removed. Engineering concluded that damage was likely due to mishandling. On (B)(4) 2013 the initial reported of this complaint was contacted regarding failure analysis findings. It was indicated that no fragments were observed falling into the patient and no adverse events had occurred. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.

Event description:
It was reported that prior to starting a da vinci si surgical procedure the thoracic grasper instrument was not recognized by the system. Nothing was reported having fallen into the patient. No patient harm, adverse outcome or injury was reported.